Event description:
An eyecare practitioner has reported a pt that experienced moderate pain od due to "moderate microbial keratitis with inflitrates", which was "confirmed by an ophthalmologist." The report states that there were 3 infiltrates, 0.25 to 0.5 mm in size. With overlying staining. There was no arterior chamber response, and scarring is expected. The event has resolved after antibiotic treatment, with a reduction in vision from 6/6 to 6/9. No further information is available at this time.